Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection between the heater line of the homechoice cassette and the heater bag was reported, which is known to cause this alarm. The cause of the loose connection/disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a disconnection between the heater line of the homechoice cassette and the heater bag. The alarms were cleared before it was reported without troubleshooting assistance. Renal therapy services (rts) reviewed proper procedures with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.